Manufacturer narrative:
A ge rep evaluated the system and repaired a wire on the power motor relay board. System operates as intended.

Event description:
Customer reported, the system will not fluoro. No pt injury was reported.